Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit and blank display. Customer's blood glucose at time of incident was unknown. Customer changed battery and the display won't come on at all. Customer declines to troubleshoot for battery out limit and blank display.